Event description:
It was reported that the patient underwent a minimally invasive tlif for implant of peek interbody device at l5-s1. Reportedly the implant was not securely attached to the inserter. The surgeon used a mallet to implant the cage. After the cage was in position the surgeon began to expand the cage. As the threaded inserter was being tightened, the entire inserter became unattached to the cage. After the implant was removed, the surgeon noticed that the threads on the cage had been stripped. The surgeon concluded that the stripping of the threads was caused by improper tightening of the implant onto the inserter. After the damaged implant was removed, the surgeon requested a second implant. The second cage was successfully implanted at the desired level.

Manufacturer narrative:
(B)(4). (B)(4). Hospital. The device was not returned to the manufacturer for evaluation.